Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall and failed to infuse insulin, with repeated stalls occurring during attempts to restart and rewind the pump; the problem involved the motor component. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was unaffected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and clinician. Investigation of this case revealed a communications problem identified in relation to a stalled motor and failure to infuse insulin, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.